Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the sales rep report that the anvil disengaged after sampling. The surgeon had to "open" the pt to get it back. The tip did not set tilt top, they had to toggle it to retrieve the collars.